Event description:
The customer received questionable hba1c results for multiple patients. She provided hba1c results for 42 patient samples. Hba1c results for one patient were discrepant. The initial hba1c result was 12.7%. The same sample repeated, (B)(6) 2010, on the same analyzer, gave 10.5%. The initial result was reported outside the laboratory and a corrected report was sent. The patient was not treated based on erroneous results. The hba1c reagent lot number was 62467401. The customer was uncertain if the calibrator values, at the time of initial testing, had been updated to reflect the calibrator lot in use. She recalibrated with a new lot of calibrator which resolved the issue.